Event description:
It was reported that patient experienced a small hematoma drain and both the atrial and ventricular leads dislodged during the first week post implant. The ventricular lead was repositioned and the atrial lead was "pushed in more". Both leads are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.